Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social networking site that they were hospitalized due to massive infections numerous times at sites where they wore insulin pump. The customer¿s blood glucose level was unknown. Customer¿s hemoglobin a1c was 11 percent to 12 percent, they did self injections and hemoglobin a1c was 7 percent to 8 percent. The device will not be returned for analysis.